Event description:
It was originally reported that the patient felt over sedated along with withdrawal symptoms that were sporadic. While aspirating the pump 11ccs were withdrawn, 15ccs were expected. The healthcare provider confirmed the pump caused the event. The patient experienced periodic cycling between shaky, nervous, n/n, insomnia and sever lethargy. The pump was replaced and the patient recovered without sequela. Morphine was being administered via the pump.

Manufacturer narrative:
Catheter model# 8709sc lot# n271793011 implanted: (B)(6) 2011 explanted: na; catheter model# 8709sc lot# n271793010 implanted: (B)(6) 2011 explanted: na; catheter revision kit model# 8598a lot#n292299008 implanted: (B)(6) 2011 explanted: na.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), product type: catheter. Product ID: 8598a, serial# (B)(4), product type: catheter. The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (20 mg/ml at 0.124 mg/day). Analysis of the pump found no anomalies with the device. The patient code also applies. The conclusion codes no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer on march 16, 2017.